Event description:
It was reported the (clinical study) patient experienced pain at the anchor site. Subsequently, the patient will undergo surgical intervention as the next course of action. Please note the actual event date is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.